Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported blockage in the handpiece during surgery. The surgeon flushed the tip and the cassette tubing with no improvement. The surgeon then exchanged the cassette and the procedure was completed with no harm to the patient. The surgeon believes the nature of the cataract contributed to the blockage and feels the blockage would have occurred regardless of what machine was used.